Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having difficulty breathing/short of breath, trouble breathing for 2 months and her oxygen has been low she had to go to emergency room while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 25, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer previously received information alleging of having difficulty breathing/short of breath, trouble breathing for 2 months and her oxygen has been low she had to go to emergency room while using this device. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed an unknown dust contaminant on the rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.